Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The product was not returned in the reported condition. The device is returned loose in the carton. The lock out assembly is present on the device. There is no ophthalmic viscosurgical devices (ovd) applied in the cartridge and the lens is present in the lens bay. The device has not been used. The plunger is moving freely. The device is activated for testing purpose. The gas canister is punctured and moved plunger forward and stops as intended. The reported complaint is not observed. The root cause for the reported complaint "plunger bypassed the intraocular lens (iol) and it was not able to be discharged from the cartridge" could not be determined. The product was not returned in the reported condition. No clarification was received from the reporter. The product was received inactivated, the lens the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, could not use due to foot pedal failure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that plunger bypassed the iol and it was not able to be discharged from the cartridge.